Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no evidence at this time to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated nine times by the lifevest and was externally defibrillated five times during the event. The patient was in the hospital at the time of the event. At 10:56:45 the patient was externally defibrillated during a sinus rhythm (60 bpm). At 11:00:35 the patient degraded to vf, with CPR artifact evident on the patient's ecgs. A second external defibrillation was delivered at around 11:00:35 during vf. The post-shock rhythm was obscured by CPR artifact. The lifevest delivered a treatment #1 at 11:01:20 during CPR artifact. Treatment #2 was delivered during vf at 11:01:55. The vf was not converted. External treatment #3 was delivered at 11:02:21, and it was also unable to convert the vf arrhythmia. Lifevest treatment #3 was delivered at 11:04:02 during vf with CPR artifact. External defibrillation #4 was delivered immediately after the lifevest shock. Lifevest treatments #4 through #7 were delivered between 11:04:36 and 11:06:17 during periods of vf and CPR artifact. The vf was unable to be converted. External defibrillations #4 and #5 were subsequently delivered during vf, and the post-shock rhythm was asystole. At 11:27:55 the patient transitioned from asystole/bradycardia back to vf. The lifevest delivered treatment #8 at 11:28:34, but the vf was unable to be converted. The final lifevest treatment was delivered at 11:29:06, and the treatment converted the vf to severe bradycardia (20 bpm). The patient subsequently degraded to asystole. The lifevest considers asystole to be a non-treatable rhythm. The lifevest electrode belt was disconnected at 11:30:45. The lifevest properly detected and treated the vf. CPR artifact contributed to the false detections. No deficiencies were alleged against the lifevest.